Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, three measurements of high, out of range hv lead impedance was observed. During the follow-up, the impedance measurements were normal and within range. Decreased sensing was also noted. The physician elected to take no action other than to monitor the patient with follow-ups. The patient was in good condition.